Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown.

Event description:
It was reported via social media that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Post-implant, the patient developed a clot on the device. The patient will remain on blood thinners until the clot is resolved. No additional information is known at this time.